Manufacturer narrative:
(B)(4). Kajetanek c, bouyer b, ollivier m, boisrenoult p, pujol n, beaufils p. Mid-term survivorship of mini-keel versus standard keel in total knee replacements: differences in the rate of revision for aseptic loosening (2016). Http://dx.doi.org/10.1016/j.otsr.2016.05.007 the reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
In a journal article it was reported that in the nexgen standard group there were four revisions for aseptic tibial loosening. A unipolar tibial revision was performed.